Manufacturer narrative:
(B)(4). Title: misconceptions, diagnostic challenges and treatment opportunities in bioprosthetic valve thrombosis: lessons from a case series citation: european journal of cardio-thoracic surgery 2015 47: 725¿32 (doi:10.1093/ejcts/ezu201) authors: sorin v. Pislarua, imad hussaina, patricia a. Pellikkaa, joseph j. Maleszewskib, richard d. Hannaa, hartzell v. Schaffc and heidi m. Connollya.

Event description:
Medtronic received information via literature review of a retrospective study performed to evaluate the timing, diagnostic criteria, and treatment strategies for thrombosis in bioprosthetic valves. The study population included data from 31 patients (predominantly female; mean age 60 +/- 17 years) from one center between 1997 and 2013. Fifteen of these patients were implanted with medtronic bioprosthetic valves from two device families (serial numbers not reported) in the aortic/atrio-ventricular (n=8), mitral (n=6), and pulmonary (n=1) positions. Patient 15 (female, (B)(6)) was implanted with a medtronic 31-mm bioprosthetic valve in the mitral position. Thrombosis was diagnosed 167 days post-implant. Further evaluation revealed a large mobile thrombus which was treated surgically. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Requests for additional information provided no further details.